Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient could not charge her ipg because it was originally implanted too deep. The patient underwent a revision procedure wherein a new pocket was created a little bit higher and shallower. It was noted that the patient now can charge.